Manufacturer narrative:
(B)(4). Method: the complaint bc192 flexitrunk infant nasal tubing was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the breathable film of the returned nasal tubing was stretched. A lot check revealed no other complaints of this nature for lot number 151201. Conclusion: the nasal tubing appears to have been inadvertently pulled by directly holding the flexitube. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A university hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that one of the tubes of a bc192 flexitrunk infant nasal tubing was stretched. This was observed when the tubing pack was opened.